Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer repeatedly failed and was very slow to respond. The customer rebooted the machine, but the drawer continued to fail and process slowly. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) troubleshot the problem with drawer 3.1 that was recovering slowly. There the fse notice that the front bumper slide was missing and was causing the rail to hit the hard stop behind drawer. After inspection found that open close sensor had a pinch in the wire. So, the fse replaced the sensor and tested. After customer also tested and all was working properly. The system functioned as intended after the field service engineer repaired the device.